Event description:
It was reported that the camera head image was flickering and had interference. The cable had breakage. The event occurred during a transurethral resection of the prostate procedure. The procedure was completed using a similar device (blue light camera). There were no reports of patient harm.

Manufacturer narrative:
No information available for the occupation of the initial reporter or whether they are a healthcare professional. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head image was flickering and had interference. The cable had breakage. The event occurred during a transurethral resection of the prostate procedure. The procedure was completed using a similar device (blue light camera). There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: d8, d9, g3, rh2, h3, h4, h6, and h11. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Due to corrosion on cable unit, noise occurs and no image is displayed. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to user. The event can be prevented by following the instructions for use which state: never clean, disinfect, sterilize or store this instrument together with sharp-tipped instruments (tweezers, forceps, knives, etc.). These could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the instrument. Olympus will continue to monitor field performance for this device